Event description:
On (B)(6) 2025, a patient underwent an iliac artery overlay stent placement procedure in femoral artery using the lifestream. Prior to procedure, the product's inner packaging was allegedly contaminated and unusable. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was not returned for evaluation. However two photos were provided for review. The first photo showed a lifestream pouch with a device within. A hair strand was visible within the pouch close to the hub guidewire luer. The lot no. Cmjv0340 was shown on the pouch labelling, this complies with the lot number logged on the gcs. The second photo showed a closer view of the first photo. A hcp was pointing to the hair strand close to the hub guidewire luer that was within the pouch. The device tray was not visible within the pouch in both photos, therefore the pouch had been opened and the device removed and then placed within the pouch again by the hcp. The result of the investigation is confirmed for the reported pouch contamination issue. The root cause for the reported pouch contamination issue could not be fully determined based upon the available information received from the field communications and photos review. Labeling review: the instructions for use for this lifestream device was reviewed and the following sections are applicable. B indication for use: the lifestream balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. C contraindications: the lifestream balloon expandable vascular covered stent is contraindicated for use in: patients with uncorrected bleeding disorders patients who cannot receive recommended antiplatelet and/or anticoagulation therapy patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. Lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system lesion locations subject to external compression d warnings: the lifestream balloon expandable vascular covered stent is supplied sterile (by ethylene oxide) and is intended for single use only. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. Do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. Use the device prior to the use by date specified on the package. E precautions. Keep dry. Keep away from sunlight. J storage: store in a cool, dry place. Keep away from sunlight. Use the device prior to the use by date specified on the package. Endovascular system preparation: 4. Carefully inspect the pouch to ensure that the sterile barrier has not been compromised. Carefully remove the selected device from the package. 5. Examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent. 13. Advance the endovascular system over the guidewire into the introducer sheath. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an iliac artery overlay stent placement procedure in femoral artery using the lifestream. Prior to procedure, the product's inner packaging was allegedly contaminated and unusable. The procedure was completed using another device. There was no reported patient contact.